Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb) and 1st/2nd atrioventricular block (av) block. The length of the membranous septum was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. During pre-bav, the patient was developed with a complete heart block. Temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The healthcare professional stated that they don't believe the patient experienced adverse health consequences due to the performance of the product. The patient was in a stable condition.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.